Event description:
A customer reported that when customer used excel off brand reagent strips customer rec'd significantly different results. Customer stated that on event date at 8:44pm customer rec'd a blood sugar result of 502 mg/dl. Based on this result customer took 5 units of humalog r. Approximately 5 minutes later customer re-tested and rec'd a result of 187 mg/dl. While on the phone an attempt was made to review the operation of the system. The customer did not have the requisite supplies. These were to be provided. However, an attempt was made to re-contact the customer but the phone was disconnected.